Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The patient was treated with vancomycin (route, dose and frequency not reported). The patient was hospitalized for three days before being discharged. At the time of this report, the patient was recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). A breach in aseptic technique was reported, therefore, this compliant is confirmed. It is unknown what caused the breach. Should additional relevant information become available, a supplemental report will be submitted.